Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose (bg) level of 545 mg/dl and ketones. Bg was addressed via a correction bolus via pump and manual injection. Reportedly, the pump and transmitter regained connection.